Manufacturer narrative:
The subject device was returned to omsc for evaluation. The ultrasound image was not displayed properly. There was a hole in the sheath at the tip, and the ultrasonic medium leaked out. The ultrasonic transducer and insertion tube had no damage. Internal blade could be driven normally. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the ultrasonic medium inside leaked out because external force was applied and a hole was generated in the sheath at the tip. Then, ultrasonic wave could not be transmitted normally and the ultrasonic image was not drawn normally. It was presumed that the external forces was applied by following possible causes. With the probe driven, it was vigorously pushed and pulled from the endoscope. With the endoscope curved, it was vigorously pushed and pulled from the endoscope.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for the first use, an endoscopic ultrasound image was not displayed. The issue was resolved when the user switched to a spare probe. There was no report of patient injury associated with the event. The subject device was used in combination with maj-1720 (probe driving unit) and EU-me2 (endoscopic ultrasound center). The subject device was returned to omsc for evaluation. Omsc found that the reported phenomenon could be duplicated. It was also found that there was a hole in the sheath at the tip, and the ultrasonic medium leaked out.